Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that ???/hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient stated the cgm was displaying ¿no readings¿. The patient¿s spouse (follower) was upstairs and could not see a cgm value. So, she went downstairs and found the patient unresponsive. The patient was treated by his spouse with nasal glucose and orange juice, then she called the emergency medical services (ems). When the paramedics arrived, a blood glucose reading was performed but the value was not provided. The patient was treated by the paramedics with IV glucose and regained consciousness. After regaining consciousness, the patient ingested a peanut butter and jelly sandwich and ice cream. The patient recovered, felt well and declined transportation to the hospital. After the ems left, the patient´s blood glucose was over 400 mg/dl. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.